Event description:
It was reported that the programmer had "intermittent loss of [touch] pen response." There was also loose connection of the touch pen to the programmer. The touch pen was changed and the new one worked "fine." The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.